Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen (unknown concentration and dose) for intractable spasticity. It was reported that the patient's pump was "off" and they could not get it to turn back on and could be life threatening. The patient later stated they were concerned their pump would run out. The patient reported the rate of their pump had been changed by "someone with medtronic equipment" and had been accessed daily by someone other than their managing physician. It was reported this had been going on for "probably a month". The patient reported they were feeling differences in how they felt throughout the day and the levels increase and decrease daily. The patient confirmed they had not heard any alarms from the pump. The patient was redirected to their healthcare professional.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter product ID neu_unknown_prog lot# serial# unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) reported they were going to have their pump refilled on 2024-08-15 and complained of leg stiffness. They had requested a company representative to meet them in the emergency room. While on the phone a nurse spoke and stated a company representative was not needed as they were being discharged from the emergency room.

Manufacturer narrative:
Continuation of d10: product ID 8731sc, lot# serial# (B)(6), implanted: (B)(6) 2014, product type catheter product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) and consumer (con) indicated they had not been to their physician since their last refill on (B)(6) 2024. The patient called and re-reported the same issues and mentioned a return of symptoms. The patient mentioned they wanted their pump "checked" out and were provided a list of physicians. The patient then reported they had an appointment for (B)(6) 2024 and that they had been to the emergency room 3 times and that they would not help him.